Event description:
It was reported that after the transseptal puncture portion of an pulse field ablation (pfa) procedure the physician identified cardiac tamponade. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).